Event description:
The customer reported that the system had a filament error and would not x-ray. Not pt injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The x-ray tube and the filament drive board were replaced during the service call. The system was tested and found to be working as intended and put back into service.